Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional, rf/ble/downgrade/association/accuracy test, due to physical damage. The customer complaint of led anomaly, communication, and unexpected sensor alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the transmitter was not flashing when connected to the sensor. And there was a difference in sensor glucose and blood glucose values (sensor glucose: 50.00 mg/dl, blood glucose: 120.00 mg/dl) during the night. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, and mmt-7040a. Insulin delivery was not suspended. Blood glucose value was 120 mg/dl, and the sensor glucose value was 50 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was performed, confirming transmitter and sensor issues. Replacement of the transmitter and three sensors was approved. The customer was advised to discontinue use of the transmitter until the replacement arrived. No harm requiring medical intervention was reported. The customer will discontinue use of the transmitter. Mmt-7841zn was requested, and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7040a.